Event description:
A report was received from the field indicating a glidescope was damaged after being processed in the sterrad nx unit. Per the report received, there is a white square on the glidescope that lets the end user know if the device has been exposed to temperatures greater than 60 degrees celsius. When processed in the sterrad, the white square turns black. This does not occur each time the device is processed in the sterrad. The manufacturer of the device was contacted and they informed the customer that if the device is processed in a steam autoclave, the white square indicating temperature will turn black. The initial reporter alleges that his staff has never used the autoclave to process the scopes and that they are processed per the manufacturer's guidelines. The device remained intact, without breakage. There was no injury to patients or healthcare workers. The initial reporter indicated he does not have additional information.

Manufacturer narrative:
(B) (4) - damaged device. The device is capital equipment and was evaluated at the customer's site. The customer claims the nx temperature might be too hot, causing damage to their glider scopes from (B) (4). The asp field service engineer (fse) checked the temperature, which was well within specifications. The fse explained to the customer that the nx will cancel if the chamber temperature exceeds 55 degrees celsius. The fse also in-serviced the customer on how to insert a cassette in the unit, since he found a cassette inserted backwards inside the system. Performed and passed checkout procedure. Ran a test cycle and system meets manufacturer's specifications. Customer was in-serviced. Per the sterrad nx user's guide: know what you can process: before processing any item in the sterrad nx sterilizer; make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturers' instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturer's instructions. If you have questions, of if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report number: 2084725-2009-00584.